Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified mid left anterior descending artery with 98% stenosis using a 3.0 x 18 mm xience xpedition stent delivery system. Reportedly, after deploying the stent at 16 atmospheres, a distal edge dissection was observed. An unspecified xience stent was deployed to cover the dissection and successfully complete the procedure. There was no patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.